Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were advised by their dentists to discontinue aligner treatment immediately. Their dentist observed that several of their teeth have become loose and that their midline has significantly shifted¿issues that were not present prior to starting the aligner treatment. They were informed that their teeth are in worse condition than when they began treatment and that correcting the damage will be complex and costly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.